Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty dp board was found, causing a grainy image when tested with olympus series 190 scopes. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was accidental failure of the printed circuit board(s) that execute image processing due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device has not been returned and an evaluation has not been performed. A root cause cannot be identified.

Event description:
It was reported to olympus that when installing an olympus cv-190, evis exera iii video system center, the image was grainy when the olympus 190 series scope was attached. There was no patient injury or harm associated with the problem reported to olympus.